Manufacturer narrative:
E. Facility name exceeds allowable characters: (B)(6).

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. After puncture and placement of the catheter, the button was pressed but the internal needle was not retracted.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle was not retracted was confirmed and the cause appeared to be associated with the missing spring. One needle from an insyte autoguard device was returned for investigation. The button on the safety mechanism had been pressed; however, the needle remained fully extended. It was possible to manually push the needle into the safety shield. The missing spring appeared to be an assembly defect and the appropriate manufacturing personnel were notified of this complaint. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.